Event description:
It was reported that the pulse generator exhibited a telemetry anomaly. The device was still in the shipping box.

Manufacturer narrative:
Analysis found normal device characteristics.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.(B)(4).